Event description:
The customer reported obtaining erroneously low complete blood count (cbc) results for a single sample run involving the coulter ac*t diff analyzer. The sample was repeated at a sister hospital laboratory and the results were considered correct and reported out of the laboratory. No erroneous results were released out of the laboratory and there was no affect or change to patient treatment in connection with this event. Data submitted for review indicated that the initial sample run correlated with the results reported from the sister hospital's result which was considered correct; the customer reran the sample due to low hemoglobin (hgb) and high platelets results. Rerun #1 and rerun #2 recovered critically lower than the initial sample for all cbc parameters and are considered erroneous, except for rdw (red blood cell distribution width), mcv (mean corpuscular volume), mch (mean corpuscular hemoglobin), and mchc (mean corpuscular hemoglobin concentration) which correlated with the initial sample result and sister hospital's results which were considered correct. The customer stated that quality control (qc) results were within the laboratory's established ranges on the day of the event. A beckman coulter field service engineer (fse) discovered excess bubbles in the lyse syringe and diluent salt buildup around the barrel of the sample syringe which can result in intermittent erratic cbc results. The fse replaced the triple syringe, the lyse solenoid and adjusted the hemoglobin (hgb) lamp from approximately 3600 to 3754.